Event description:
The customer reported to olympus that during preparation for use, vertical lines appeared on the display screen of the endoeye flex deflectable videoscope causing the subject to not be recognized. The intended procedure was completed with no delay. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed due to the breakage of the image sensor. Additional issues were identified during the device evaluation: the bending section cover had scratches, and the bending section cover adhesive was chipped. Device history records: the device history records for this device were reviewed, and all records indicated that the product was manufactured according to all applicable procedures and met the final product release criteria. No abnormalities were found. Complaint history review: there were no complaints of events that were the same or similar to the reported events at the same facility and on the same device. However, a similar complaint,(B)(4) was initiated from another facility. Conclusion: the root cause could not be identified; however, it may be presumed that the issue was caused by damage to the image sensor unit (disconnection, etc.) Due to usage stress, external factors or handling, or failure of mounting components (ic chips, capacitors, etc.) Of the electric board. Olympus will continue to monitor the field performance of this device.